Event description:
An initial report received on (B)(4) 2013 was described as follows; an (B)(4) failed and the patient incurred a deep laceration. Additional information was obtained from the physician on (B)(6) 2013, who reported that a middle aged male patient had been prepped, draped and the surgery had begun for an emergency craniotomy. At some point during the surgery the clamp loosened its hold on the patient's head (described as if the ratchet mechanism had loosened.) The patient incurred a 2-3 "laceration which required suturing to close the wound. The surgery was delayed as a result of this event. The patient died a few days later (specific date was provided) due to a spontaneous intracranial hemorrhage secondary to his underlying medical condition - venous malformation. His death was not related to the use of the mayfield skull clamp.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.